Event description:
It was reported that 25 of the bd¿ syringe/needle combinations cracked lengthwise when "negative pressure" was applied to their barrels during use.

Manufacturer narrative:
Investigation: three 3ml syringes were received and evaluated. Two syringes were loose, and one was in a fully sealed blister pack with needle confirmed to be form batch #8206917 (p/n 305663). It was observed all samples had a similar lengthwise crack. They all appeared to be approximately 1¿ and centered on the 1.5ml mark. The two loose syringes had the defects in the grad lines while the packaged sample had the defect outside the grad lines. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process.

Manufacturer narrative:
Correction: the quantity of affected product has been updated via customer email. The following information has been corrected: describe event or problem: it was reported that 25 of the bd¿ syringe/needle combinations cracked lengthwise when "negative pressure" was applied to their barrels during use.

Event description:
It was reported that 25 of the bd¿ syringe/needle combinations cracked lengthwise when "negative pressure" was applied to their barrels during use.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe/needle combination cracked lengthwise when "negative pressure" was applied during use.